Event description:
It was reported by the customer that a pyxis medstation es system had a software issue.the customer stated that the medstation upgrade but says device with upload processing failure causing a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist dialed to station, checked the services and data sync log its running fine, checked the system performance status its under normal/ideal uptime is 4 days. The customer request to close the case. The system functioned as intended after the technical support specialist troubleshot the device.